Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The product was inspected and it was verified the fluid could not properly flow through the device. The product was disassembled for further evaluation and identified the fluid path was blocked by the adhesive which bonds the connector onto the spike. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The needle which dispenses the solvent must be changed periodically to prevent clogging. When this is performed, the operator must ensure the needle is adjusted to the appropriate height to prevent the adhesive from being dispensed in the incorrect location. Based on our quality team's investigation, it was determined this incident was is related to operator error. Manufacturing personnel have been notified of this incident to raise awareness of this issue. A project has been initiated to prevent reoccurrence of this incident. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after preparing the drug solution and returning it to the infusion bag, the connector was applied to the bag and dispensed but the infusion didn't flow. There are two cases of similar events and they have already been reported. Additional information: the user and sale's rep confirmed that they were not abbot to inject the saline completely through one sample which was returned without a cap, and it was very hard to inject saline through the other sample. How was the issue resolved? Another lot of product was used during infusion. Per clarification received: the customer inserted the spike of connector into the infusion bag, which was not contaminated with anticancer drug. Actual flow issue occurred when the user attempted to start the infusion.